Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: medical records were not provided for evaluation. Device history review: review could not be performed as the device was not properly identified. Complaint history review: review could not be performed as the device was not properly identified. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a left revision of the hip due to infection. While trying to remove the stem the surgeon attempted to backslap and the handle for the extractor broke as well as the mcreynolds adapter. There was reportedly no delay in surgery.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown liner. Other devices also listed in this report: unknown restoration body, unknown distal section, unknown head and unknown ball. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a left revision of the hip due to infection. While trying to remove the stem the surgeon attempted to backslap and the handle for the extractor broke as well as the mcreynolds adapter. There was reportedly no delay in surgery.